Event description:
It was reported that the patient had been hospitalized in intensive care with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. It was reported that emergency services intervened after one day of elevated blood glucose levels, and the patient was subsequently hospitalized ((B)(6)). Symptoms include dehydration, tiredness, cognitive changes, and immobility. The patient was treated with insulin and intravenous fluids. The patient was given a scan for suspected cerebral bleeding, which showed no evidence of a bleed. The pod was removed in hospital. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.